Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (interceed) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (interceed) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: acién et al. Bmc women's health (2019) 19:144; doi: https://doi.org/10.1186/s12905-019-0841-z.

Event description:
Title: clinical pilot study to evaluate the neovaginal paciena prosthesis for vaginoplasty without skin grafts in women with vaginal agenesis the aimed of this prospective study was to evaluate the feasibility and clinical outcomes of vaginoplasty using a pla prosthesis (paciena prosthesis) as an intraneovaginal mould in patients with vaginal agenesis undergoing surgery following mcindoe¿s technique without skin grafts. Between may and november 2017, 7 patients (age range= <18 to >25 years; bmi range= 18.2 to 26.8 kg/m^2) with vaginal agenesis were enrolled in the study. During the procedure, antibiotic cream was applied on the introduced prosthesis, and the prosthesis was covered with interceed mesh (ethicon). Then, 10-12 days later, the prosthesis was removed and replaced with the silicone-covered version. Reported complications included postoperative discomfort, epidural anaesthesia was maintained and the patient was remained hospitalized until the 5th day, pseudomonas aeruginosa (pa) (n= c1 (<18 years old)); slight bleeding and pelvic haematoma which the patient remained hospitalized for 14 days (n= c2 (18-21 years old)); moderate blood loss but the patient was discharged after 3 days (n= c5 (18-21 years old)). In conclusion, good anatomical and functional results can be achieved with the paciena prosthesis for vaginoplasties without skin grafts. However, adequate patient selection and education, good surgical techniques and haemostasis, postoperative support, and prevention of bacterial colonization are important.